Event description:
During the insertion of a new j-tube, the bentson guidewire became stuck within the j-tube. While trying to dislodge the guidewire, it kinked and fragmented leaving two small pieces of the guidewire within the abdominal cavity.